Event description:
It was reported that a patient with a medical history of parkinson's disease who had undergone deep brain stimulation experienced an issue with the activa rc wireless recharger. The patient's family reported that the recharger's battery indicator light was flashing green and the device could not be charged. A replacement resolved the issue. No patient complications have been reported as a result of this event. Additional information was received from the rep who confirmed the recharger was unresponsive. A reset was performed but did not change anything.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial # (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.